Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.17 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, declared elective replacement indicator (eri) on (B)(6) 2010. Upon interrogation prior to the routine device change out procedure, the device was found to be in storage mode on (B)(6) 2011. The device was explanted and replaced without complication. To date, no adverse patient effects were reported with this clinical observation.